Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable elecsys hcg + beta test system result for one patient sample. The initial result was 0.100 miu/ml with a data flag. The repeat result was 990.6 miu/ ml with a data flag. The erroneous result was not reported outside the laboratory. The patient was not adversely affected. The reagent lot number was 19028001 with an expiration date of 03/31/2017. The customer had not calibrated the reagent since (B)(6) 2016. Per product labeling, calibration is recommended after one month (28 days) when using the same reagent lot or after seven days when using the same reagent kit on the analyzer.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Possible causes include sample mis-pipetting due to improper pre-analytics including clots/fibrin or a temporary instrument issue. Based on the data provided, a general reagent issue could most likely be excluded. The customer was advised to follow the tube manufacturer's recommendation for correct sample preparation and to follow product labeling for the calibration frequency of the assay.

Manufacturer narrative:
The customer reported an additional patient sample on (B)(6) 2016 generated a discrepant result. The initial result was 0.100 miu/ml with a data flag. The repeat result was 792.5 miu/ml with a data flag. Information concerning if the erroneous results was reported outside the laboratory or if the patient was adversely affected was requested but was not provided.

Manufacturer narrative:
For the new event on (B)(6) 2016, the erroneous result was not reported outside the laboratory.

Manufacturer narrative:
Additional information was received that the erroneous result was not reported outside the laboratory.there was no adverse event reported.